Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had discomfort not near her fracture site and the pain was present when she was not using her bhs device. Because the reported condition required medical intervention (the level of pain is not indicated), it is considered a serious injury. No further consequences have been reported at this time.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient had discomfort not near her fracture site and the pain was present when she was not using her bhs device. Because the reported condition required medical intervention (the level of pain is not indicated), it is considered a serious injury. No additional patient consequences have been reported. The bone healing system (bhs) has not been returned for further evaluation.

Event description:
It was reported that the patient had discomfort not near her fracture site and the pain was present when she was not using her bhs device. Because the reported condition required medical intervention (the level of pain is not indicated), it is considered a serious injury. No additional patient consequences have been reported. The bone healing system (bhs) has not been returned for further evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.